Manufacturer narrative:
This MDR was generated under protocol (B)(4).as a result of warning letter cms (B)(4). No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump had no disposable, high pressure and upstream occlusion messages, after starting. Fluid ingression found on pump by the chassis base of the downstream occlusion sensor, which cause the issue. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was found, to be fluid ingression. Actions were taken to mitigate the reported issue. Replaced the downstream sensor and expulsor.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave ano disposable alarm. The reservoir volume was 9.7, rate was 2.2, and 92.3 was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.